Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days after the implant of this transcatheter bioprosthetic valve, it was reported that a permanent pacemaker had been implanted due to first degree atrio-ventricular (av) block, right bundle branch block (rbbb), and left anterior fascicular block (lafb). No additional adverse patient effects were reported.